Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. The applicator was provided for investigation. An external visual inspection was performed and no damage. The wearable was also provided for investigation. An external visual inspection was performed and no damage. The allegation was not confirmed. However, missing needle was found in connection to the reported allegation. The probable cause of the detached or missing needle could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).